Manufacturer narrative:
For regularisation and for information. Answer transmitted on 16 july 2014 to the distributor : "all our products are manufactured by following both nonpyrogenic and sterilizing aseptic procedures, namely as concerns the ceramic manufacturing procedure with respect to product code p822692253 and the plastic injection procedure with respect to product code com6009030" ((B)(4) - MFR report number 3004549189-2018-00004). "These products are packaged in hermetically sealed double bags under controlled atmospheric conditions (class iso 5 laminar flow). The products are then sent to the company synergy health france to undergo gamma irradiation sterilization according to a process validated in conformity with iso 11137-1 standard. This controlled process ensures a level of sterility which complies with requirements with less than 1 chance in one million that viable microorganisms are present". "We are including the manufacturing inspection files for the concerned batches which prove that the routine inspections carried out gave perfectly normal results within the expected specifications". "Considering the evidence in our possession, our products cannot be held accountable in the 2 cases of infection that were made know to us". Message received from the distributor on 16 july 2014 : "many thanks for your mail and the prompt action you have taken on this issue. Please be informed ths infection on both the case are subsided after antibiotic treatment and the patients are doing well. The surgeons feel the infection may not be due to the bone substitutes as the subsequent patients implanted with the sbm tcp granules are responding well to the treatment with out any infection". Following the investigations and according to the elements transmitted, the file was closed.

Event description:
(B)(4) - for regularisation and information. Event occured in (B)(6): it was reported that "prof. (B)(6), one of the leading hand reconstructive and plastic surgeon used sbm cube bone substitute to fill the gap in the affected area .the child developed severe infection 3 days after surgery".